Manufacturer narrative:
Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the fp-nh4 results have decreased with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This has occurred on 300 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer want to know is it possible that quality of edta tubes has changed lot they have used now, because they have found that fp- nh4 patient results has been decreased suddenly from december level 45mol/l to 25mol/l. Control levels has not decreased, patient median batches are calculated about 200-300 samples. Customer think it is not possible that in that result variety of patient material could effect so much to level of median.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the fp-nh4 results have decreased with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This has occurred on 300 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer want to know it is possible that quality of edta tubes has changed lot they have used now, because they have found that fp- nh4 patient results has been decreased suddenly from december level 45 mol/l to 25 mol/l. Control levels has not decreased, patient median batches are calculated about 200-300 samples. Customer think it is not possible that in that result variety of patient material could effect so much to level of median.